Event description:
It was reported the pt (B)(6) was not receiving effective stimulation. The pt underwent revision surgery where it was determined the lead was fractured. The issue was resolved by replacing the lead with a new one.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.